Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report back if any issues reoccurred.